Manufacturer narrative:
The device was returned and investigated. A longevity estimation was calculated and the battery voltage was found to be within expected longevity performance. No anomalies were noted with the device.

Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
During a follow up, it was noted that the battery had depleted prematurely. Sjm was contacted and the session records were reviewed. It was determined that the battery may have depleted too rapidly. The device was replaced and will be returned for analysis. The patient is in stable condition.